Event description:
Customer called to say she was not receiving an audible after bolusing nor after receiving a visual alarm. A self test was run. Unit passed timing and basal tests. However, she did not hear the audio during the test.